Event description:
It was reported that a stent began to prematurely deploy while the delivery system was being advanced to the treatment site. Reportedly, the red safety clip was in place when the stent began to prematurely deploy. The stent and the delivery system were removed from the pt through the introducer sheath without incident. Upon removal from the pt, it was observed that approximately one quarter to one half inch of the stent had been covered. Another stent was then advanced and implanted without further complication. No report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. Neither the device nor images were returned for evaluation. Based on available information, the results of the investigation are inconclusive and the root cause is unknown. The instructions for use (IFU) states: should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. The IFU also states: visually inspect the device to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. The intended application represent off-label use. The bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms.